Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl. Customer reported that they did not feel okay to perform troubleshooting. It was stated that the insulin pump did not gave her insulin, insulin pump was in block mode. The insulin pump will be returned for analysis.